Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the rca with a high degree of calcification and 90% stenosis. Lesion pre-dilation was performed using a 2.0 x 30 mm sprinter legend balloon. Approximately 75% stenosis remained following pre-dilation. It was reported that the resolute integrity stent could not cross the lesion. A cutting balloon and rotablator were used. The patient was subsequently sent for CABG. Patient is now reported to be stable. There were no abnormalities noted during preparation of the relevant device or inspection prior to use. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. A strut on the 1st distal stent segment was raised. A number of mid stent segments were misaligned. The remaining segments were intact.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (target lesion exhibited a high degree of calcification and approximately 75% stenosis following pre-dilation). Inherent risk of procedure (stent damage, failure to deliver the stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited a high degree of calcification and approximately 75% stenosis following pre-dilation). Known inherent risk of procedure (stent damage, failure to deliver the stent).